Event description:
Cracked or broken adapter bracket.

Manufacturer narrative:
The lab evaluation confirmed a damaged adapter bracket. Broken adapter bracket. Because this pump was returned to abbott as part of a recall and was not associated with an initial reporter.